Manufacturer narrative:
Manufacturer's investigation conclusion the mobile power unit (mpu) (serial number: (B)(6) ) is being evaluated for no external power alarms while connected to the mpu. The mpu (serial number: (B)(6) ) was not returned for analysis. Provided information indicated that there were no issues with (B)(6) and that this unit remains in use. There were no notable alarms or reported issues related to (B)(6) functionality. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power and power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number:(B)(6) ) and were found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-05290. It was reported that the mobile power unit (mpu) alarmed when connected to the patient and continued to alarm when disconnected from the patient and unplugged from the wall. There were no alarms when on battery power. The patient was instructed to remain on battery and to come back to the hospital for a new mpu. There was a suspicion of a short on the mpu. The patient cord had several big kinks; which were believed to have had caused the no external power alarms. The mpu was replaced. Additional information revealed that the log file captured no external power events on (B)(6) 2021 at 1903 and at 1943 on the patient's new mpu.